Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with their smart device. Patient's mother restarted the smart device and the transmitter paired with it. No additional event or patient information is available.